Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with an unspecified infection. The entire implantable cardioverter defibrillator was explanted on 7 apr 2021. Patient was stable after the procedure.